Event description:
Revision

Manufacturer narrative:
Complaint was associated with a procedure in which an implant system that is manufactured by a medical device company, (B) (4), and distributed by mako surgical, corp., is implanted utilizing the tgs. No evaluation was executed on the tgs involved; indications are the system performed safely and effectively. The explanted components were not returned and are not currently available. If they delivered to mako they will be passed on to the manufacturer for evaluation. Mako surgical is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs.